Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen and was described as itching on day 3 with light red irritated skin. Patient's doctor refered the patient to his area representative who suggested that patient try placing real skin bandages between the patient and his sensor. Date of communication with doctor is unknown. At the time of contact, the patient was good. No additional event or patient information was provided.